Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Additional product code for this report includes dzj.

Event description:
It was reported that during a bilateral mandible fx procedure, the two surgeons on the case decided to drill by hand as opposed to using power. They stated that they feel they get better results that way. The tips of two drill bits broke off. All pieces were retrieved. A different drill bit was used to complete the procedure without any harm to the patient. Broken drill bits have been discarded. This is report 2 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 2 of 2 for complaint (B)(4).